Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he received a no delivery alarm on his insulin pump. During troubleshoot; customer was able to perform manual and fixed prime; the device performed as designated. Blood glucose at the time 440 mg/dl. Customer called back a few days later stating that his insulin pump has alarmed no delivery multiple times. Customer declined to troubleshoot and stated that the insulin is not expired; he rotates insertion sites to avoid scar tissue and uses the serter to insert the infusion set. Customer has not tried using different length cannulas but insisted on replacing the insulin pump for malfunction. Last blood glucose reading 418 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.